Manufacturer narrative:
Device evaluation: one smiths medical medfusion 3500 pump was returned for analysis. Visual inspection showed the pump was in good condition. Review of the device's event history log (ehl) showed an occurrence of a "primary audible alarm post" error. Functional testing involved powering up the pump. The reported issue was not duplicated, and the investigation was not able to determine the cause of the reported error. No physical or any other damage was found on the interconnect board or speaker. The interconnect board was replaced as a preventive measure. Based on the investigation, despite evidence of the alarm in the ehl, the complaint allegation was not confirmed during the investigation.

Event description:
Information was received indicating that a smiths medical medfusion 3500 pump exhibited "system failure." No adverse effects were reported.

Manufacturer narrative:
Additional information was received that the complaint occurred during testing and there was no patient present at the time of the event.